Event description:
Hcp reported pt seizures and respiratory arrest, requiring intubation, after a refill of 50 mg/ml of morphine. The hcp administered two boluses of marcaine 7.5 mg each through the catheter access port. The pt experienced pain in leg immediately after refill. The pt also received fentanyl 600 mcg IV and versed 2 mg IV for leg pain. 17-18 cc were removed from the pump reservoir. The pt died in the hosp on 7/2002, 12-14 hours after the refill.